Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that their insulin pump was over delivering insulin. The customer¿s blood glucose level was 99 mg/dl at the time of the incident. The customer also reported low battery alarms. Troubleshooting was not completed as the customer had checked all settings and done all troubleshooting and was feeling nervous about using the pump. The insulin pump will be returned for analysis.

Manufacturer narrative:
(B)(4). Device passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and the dat test at 0.08710 inches. No over delivery anomaly or under delivery anomaly noted during testing. The insulin flow blocked alarm functions properly during the basic occlusion test, occlusion test and force sensor test. No unexpected insulin flow blocked alarm/no delivery alarm noted during testing. Unit was monitored for 2 days. No unexpected low battery alarm noted. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was within spec range.unit communicated properly with the glucose sensor simulator and the guardian 2 link. The suspend before low alarm functions properly. No pump/sensor communication anomaly or change in sensor settings anomaly noted during testing.